Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication could not be issued due to absence of selection checkboxes. Investigation revealed that the medication was a controlled substance with a prior request that had been rejected by the pharmacy, with a rejection timer set for 24 hours. The pharmacy was contacted and updated the request to approved status, after which the nurse was able to dispense the medication the customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user could not issue medication. A technical support specialist (tss) found that the medication was classified as a controlled substance and had previously been requested but was rejected by the pharmacy, with a rejection timer set for twenty-four hours. The tss contacted the pharmacy to check if the request could be modified, and the pharmacy updated the request status to approved, after which the user was able to dispense the medication successfully. The system functioned as intended after the technical support specialist investigated the issue.